Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the fluid loss due to a hole in the cylinder was confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, and functionally tested. The tubing was identified as having been cut down to the pump block. No tubing was returned for analysis. The pump passed all tests performed. Product analysis was unable to identify device malfunction with the returned pump. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a leak that was a result of wear at a fold in the cylinder body. A hole in the outer tube was present. Cylinder 2 had excess air between the inner and outer tubes when it was inflated with a syringe resulting in a bulge. Both cylinders were not pressure tested due to the bulge and leak that was identified. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen based on the wear with the cylinder that contributed to a fluid leak.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump and cylinder components replaced due to fluid loss from a hole in the left cylinder. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump and cylinder components replaced due to fluid loss from a hole in the left cylinder. Following the surgery, the patient was stable, improved and the event resolved.